Event description:
The pt complained of instability while flexing his left knee. The surgeon agreed that the knee was unstable in flexion. This is a 2nd version. Primary surgery was on (B)(6) 2008. The first revision was on (B)(6) 2009 which surgeon did a poly exchange.